Event description:
Procedure type: gastrectomy. According to the reporter: after firing, some staples were not formed b-shape. The surgeon excised the staple line and sutured manually.

Manufacturer narrative:
(B)(4).